Event description:
The customer stated that there was no ECG data during a daily check. No patient involvement. Secondary findings was that there was noise identified on the ECG signal.

Manufacturer narrative:
Result: no trouble found. The device is an automatic external defibrillator and the actual device involved was evaluated. The complaint of no ECG data could not be duplicated. The investigation identified a secondary finding of intermittent ECG noise. The cause of the ECG noise was due to a connection between a cable and its connector. On the preamp circuit board assembly. Removal of the connector and soldering the cable directly to the circuit board per the present process resolved in the noise issue. Upon completion of the repairs, the device performs to specifications.